Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during the intra-op for a pre-op diagnosis of spinal fracture. It was reported that the instrument or implant was broken during the intra-op. It was also mentioned that there were no fragments were left inside the patient body. There was no additional surgery or treatment was performed due to this event. The implant status remained as explanted ¿ complete. There were no patient symptoms associated with this event. There were no complications to patient/physician reported during this event.

Manufacturer narrative:
H3: product analysis of part # 7049855; lot # 0745010w analysis found, visual and optical inspection revealed the break off portion of the set screw has been broken off. Optical inspection did not reveal any damage to the female torx of the screw but some wear on the bottom of the node. The upper portion of the screw is made to break off. Unable to determine root cause of the break. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.